Event description:
The customer stated that he woke up with a blood glucose reading of 600 mg/dl. The customer stated that he suspended the insulin pump delivery the night before, but he thought he had resumed it prior to going to bed. The customer stated that he went to the doctor for assistance. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.